Event description:
The customer reported that the tube developed a kink during pt use. The customer reported that the issue was discovered when the staff tried to pass a unspecified model suction catheter down the tube an restriction was observed. Cross reference associated MFR# 2936999-2014-00284.

Manufacturer narrative:
(B)(4). The sample has been discarded and not available for analysis. Information has been added to the database for trending purposes.